Manufacturer narrative:
No delivery alarm or occlusion during therapy not confirmed during testing. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a flow block alarm. The customer¿s blood glucose level was unknown. The customer reported that they had tried all remedies but the issue was not resolved. The insulin pump will be returned for analysis.